Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading when admitted to hospital was over 700 mg/dl. The customer was treated with insulin pump and manual injection. Customer treated with intravenous insulin drip at the hospital. Customer was experienced vomiting and weakness. Customer current blood glucose was 158 mg/dl. Customer was not using auto mode feature active at the time of event. Customer stated that infusion set cannula was bent. The insulin pump will not be returned for analysis.